Event description:
"Patient reported she wasted 2 sodium chloride bags/durable medical equipment and drug because she is unable to draw out of the sodium chloride bags. Patient is using the valve disp pins to draw from the 100ml sodium chloride bag and said when she attaches the needle she is unable to pull anything out. Patient says she adds air as she always does and has never had this problem. Patient mentioned something about how usually when she attaches the valve disp pin to the sodium chloride diluent she hears a snap/pop but she hasn't been hearing that lately." No symptoms provided. Unknown if doctor's office was aware. No other information provided. Reported to (B)(6) by: patient/caregiver.